Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220. During the procedure, the pump max was turned on; however, it did not create a vacuum. The procedure successfully continued performing manual aspiration. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the backside of the pump housing was cracked. Conclusion: the complaint has been evaluated. The complaint indicated that the pump was turned on and did not work. Evaluation of the returned pump revealed that upon powering on, no vacuum pressure could be created. The fan inside the pump was the only thing which ran. The pump did not work properly and the cause of the cracked housing is unknown. The root cause of this complaint cannot be determined. The manufacture of the penumbra aspiration pump is an outsourced process. Penumbra's supplier quality has been notified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.